Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: the he nurse reported that xeplion 150mg leaked between the syringe and the needle before the injection.

Manufacturer narrative:
Submission date: 11/13/2018. An investigation was performed for the reported customer complaint: ¿the nurse reported that xeplion 150mg leaked between the syringe and the needle before the injection.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There was one (1) kit, consisting of one 22ga x 1.5in. Magellan safety needle, one 23ga x 1in. Magellan safety needle and one syringe (possibly coc, sourced by the customer) returned with this complaint. The 22ga and 23ga needles used in this kit are supplied to the customer in a bulk packaged, non-sterile format. The customer packages these needles and sells them to their customer who then places them in a kit with their syringe (possibly coc). All components in the kit were opened when the sample was received. A visual inspection of the 22ga needle confirmed a crack at the hub of the needle, which appeared to be caused by forcible attachment to the syringe. A visual inspection of the 23ga needle found no damage. The reported condition is confirmed. This customer has made numerous previous complaints for failure hub split / broke. A representative sample of all complaint samples received from this customer for hub split / broke was evaluated. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And a root cause could not be determined. Complaint investigations have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests were conducted using the affected product with our manufactured syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than our manufactured syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe (made by a different manufacturer). Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. The reported complaint is confirmed. The most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe, made by a different manufacturer, utilized by the customer. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.